Manufacturer narrative:
Continuation from d10: product ID: afapro28 product type: balloon catheter; product ID: 106e2 product type: console medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the cryotherapy system, a system notice was received indicating that the refrigerant delivery path was obstructed. The cryo console continuously displayed the system notice, and despite attempts to resolve the issue by changing the gas twice, the umbilical cable three times, and the catheter twice, cooling could not be achieved. The procedure was aborted, and the patient was hospitalized. The patient was under general anesthesia, and there were no reported symptoms or complications related to the event.